Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display alphanumeric were distorted. The part number for the liquid crystal display (lcd) was requested. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) provided the customer with the current version of the v60 service manual and the part number of the 2nd generation lcd to order.

Manufacturer narrative:
Multiple attempts have been made to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.